Event description:
Additional information became available that this device was explanted for normal battery depletion (nbd).

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that the patient with this device experienced syncope. The cause of the syncope was not reported. The clinician also reported that this stored atrial tachycardia response episodes while in vvir mode. A technical service consultant was contacted and stated that the storage needed to be turned off before programming the device to vvir mode. Attempts to obtain additional information regarding the patient's condition were unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.